Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore a noise image occurs. Cause not established for other events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the rigid video laparoscope exhibited charged coupled device broken, noise image and the plug of the video cable section contain foreign material. There was no patient involvement.